Event description:
Terumo received the following reported information: during the procedure, intracranial stent placement procedure using an 8fr sheath, the operator observed that the sheath was kinked and damaged, preventing its insertion into the patient. Consequently, manual compression was applied to achieve hemostasis. A pre-deployment angiogram was performed. The patient was stable and no blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.